Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call that customer was hospitalized on (B)(6) 2017 due to high blood glucose readings. Customer's blood glucose reading was 750 mg/dl and was treated with manual injection. Customer's blood glucose reading at the time of call was 441 mg/dl. Customer had symptoms such as excessive thirst. Troubleshooting was performed on insulin pump and pump passed the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.